Manufacturer narrative:
Device evaluated by MFR.:the angiojet spiroflex thrombectomy was received with no other devices. The pump, shaft, and tip were microscopically examined and no damage or irregularities were identified. Functional testing was performed by placing the device in the console . Functional testing revealed no damage or irregularities and the device operated as it should have. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The root cause is not confirmed as there was no evidence of the alleged issue or any anomalies which could have contributed to the reported difficulty. (B)(4).

Event description:
It was reported that an error message displayed during aspiration. A spiroflex® angiojet® thrombectomy set was selected for a thrombectomy procedure in the left lower limb vein. Aspiration was initiated inside the patient. After about 200 seconds, the device stopped working and an error message displayed "the saline could not be primed." The physician removed the catheter out of the patient and found the catheter was kinked. Another of the same device was used to complete the procedure. There were no patient complications and the patient was stable.

Manufacturer narrative:
Age at time of event: 18 years or older. (B)(4).

Event description:
It was reported that an error message displayed during aspiration. A spiroflex® angiojet® thrombectomy set was selected for a thrombectomy procedure in the left lower limb vein. Aspiration was initiated inside the patient. After about 200 seconds, the device stopped working and an error message displayed "the saline could not be primed." The physician removed the catheter out of the patient and found the catheter was kinked. Another of the same device was used to complete the procedure. There were no patient complications and the patient was stable.